Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative observed balanced salt solution residue splashed on the internal fluidics sensor window, and cleaned it. The event log showed that the laser was inadvertently turned off during operation due to the emergency off button being pressed. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that the laser did not work and there were priming issues. Additional information has been requested.